Event description:
The patient reportedly has not shown consistent responses to sound and her auditory performance. Electrode impedence measurement have fluctuated over time. Explantation/reimplantation surgery is scheduled for 2006.